Event description:
It was reported that the handpiece fitting did not fit the versaject console. It is unknown if there was patient involvement, if there was a delay in the case and if a backup device was available.

Event description:
It was reported that the handpiece fitting did not fit the versajet console. A backup was available and there was no delay in the case.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition, it can be confirmed that all finished product specification testing was satisfied at the point of release. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Factors that can cause or contribute to this failure can be contamination on the device. Saline on the interlock can oxidize creating particulate contamination leading to corrosion. This corrosion has been found to contribute to issue¿s with interlocking. The instruction for use details the preferred method on the cleaning of the device to prevent this issue. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. B5 updated.